Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar was analyzed and found customer reported that the instrument tips did not align properly and observed rubber fragments present. Failure analysis identified a severely bent grip as the primary failure, causing a 7.88 mm tip misalignment. The bending increased localized stress at the grip base, leading to cracking and fragmentation of the molded insulator, consistent with the reported complaint. Additional observations confirmed a broken molded jaw insulator, indicating a detached fragment was missing. The associated grip arm and grip base were both found to be bent, supporting the customer-reported issue. Additional observation identified a frayed distal grip cable. The complaint was confirmed by failure analysis. The probable root cause of bent grips is attributed to damage during use, as moderate misalignment of grip tips can be due to grasping either hard tissue/objects or collisions with other instruments. The probable root cause of the failure mode broken molded insulator can result from mechanical impact or excessive force applied to the jaws, such as an accidental drop of the instrument. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the force bipolar tips do not align and there are rubber fragments. The procedure was completed with no reported injury.